Manufacturer narrative:
On may 24, 2021, mentor became aware that the date of surgery is (B)(4) 2021. Left capsular contracture; baker grade iii, and right capsular contracture; baker grade ii. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation is (B)(6) 2021. - health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 13, 2021, mentor became aware that devices were not available for return. Hence, codes have been updated on this form under section h., the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2021, mentor became aware that patient also experienced bilateral breast implant rupture in addition to bilateral capsular contracture; left baker grade iii, and right capsular contracture; baker grade ii. The implants were found to be ruptured when they were removed, and patient underwent replacement with non-mentor devices on (B)(6) 2021. Field d6b has been updated to (B)(6) 2021 on this form, and device problem code under field h6 has been updated to "material rupture". Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and rupture. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on the left side and with 450cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade unknown, and migration of implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.